Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00449. The patient had 4 leads (2 from lot ab2251 and 2 from lot ab2270) implanted as part of a permanent trial system. It was reported during the implant procedure a cerebrospinal fluid (csf) leak occurred. The patient reported experiencing a headache, however there was no intervention performed by the physician. The trial proceeded as planned and the patient received effective therapy.